Event description:
It was reported that the fiber was "flashing on the screen, no joules were used. No errors on laser at 0 joules". The case was "aborted". Patient outcome: "case was aborted". No further information was available.